Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle had a bent non patient end resulting in an inability to deliver insulin. The given lot number is 8074569.

Event description:
It was reported that the bd ultra fine¿ pen needle had a bent non patient end resulting in an inability to deliver insulin. The given lot number is 8074569.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle had a bent non patient end resulting in an inability to deliver insulin. The given lot number is 8074569.

Manufacturer narrative:
Investigation: customer returned (6) 32g 4mm bd pen needles without the tear drop label attached (used). Consumer reported pen needle bent at non patient end, stated that the insulin would not flow through during priming. All returned pen needles were examined and the following was observed: 5 pen needles with bent non-patient end cannula - 1 pen needle good on both the patient end and non-patient end cannula; this sample was tested for flow and passed a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure - the bent needles on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the needle was clogged (as reported). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.